Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section g3 had the incorrect date received by manufacturer. The correct date is 3/14/2025. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but not provided. Section d6a: if implanted; give date: unknown/not provided. The lens remains implanted. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number:(B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. ¿manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed 1 similar complaint for this production order number and the complaint file was voided as it was a duplicate file. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the insertion process, a preloaded monofocal intraocular lens (iol) had a crack on the injector cartridge/broken cartridge. The tip of the cartridge came into contact with the patient's eye. Through follow up, it was learned that the damaged was on the tip of the cartridge was cracked/split along the length of the injector tip. The lens was fully inserted into the patient's operative eye. There was no patient injury. There was no intervention needed. The lens was implanted successfully and no back up lens was used. No other information was provided.